Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was received in two sections as a result of a break in the shaft and a balloon longitudinal tear with complete circumferential tear. The complete circumferential tear was located at 27mm distal to the distal edge of the proximal markerband. The distal section of the balloon tear exhibited a longitudinal tear from the site of the circumferentially tear and this extended distally along the balloon into the distal transition zone for a total length of 33mm. The shaft at the site of the break was severely stretched down. The break location was measured at 6cm proximal to the tip. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09may2016. Vascular access was obtained via the upper arm vein. The 75% stenosed target lesion was located in the mildly tortuous central vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. Following dilation, the device was unable to be removed from the sheath. The device and the sheath were removed together and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft break along with longitudinal and complete circumferential balloon tears .